Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was over 800 mg/dl at the time of hospitalization and was treated with insulin drip. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer unable to complete a carelink upload. The customer does not allege that the insulin pump was under delivering. The drive support cap appeared normal or slightly indented. The insulin pump will not be returned for analysis.